Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace the drawer controller and position sensor. A field service engineer found that the controller card for 3.1 was the main issue. While replacing the drawer controller, the wires for the position sensor came out of the wire hardness, and that also needed to be replaced. Once everything was replaced and put back together, powered the station back to the application. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a screen failure which turned into black. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.